Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2021 and suture was used. While sewing the wound on the hand, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/07/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Unobtainable. Once there is any update, we will update the information.